Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that the manufacturer representative had trouble communicating the clinician programmer with the implantable neurostimulator (ins) and kept getting no device found. The caller had interrogated the ins with the cp prior to calling had programmed some adaptive stimulation (as) settings. The patient reported that therapy was turning off by itself and that the ins was switching amplitudes to 0ma unexpectedly. It was not noticed if the ins battery was low previously during that clinician setting. They had started a passive recharge with the ins and afterward the ins would not communicate with the patient controller. They could not communicate the patient controller to the ins with or without the recharger connected. The caller called back later that same day and reported that they were able to get the controller to communicate with the ins and the controller showed the ins was at 80% charged. Intensity on the clinician programmer was checked and showed that it was set to 2.0 ma. The as overview was checked and all positions had an associated amplitude that was correct based on the programming that the caller had done prior to the call. The patient controller indicated that it was adjusting stimulation correctly. When the caller interrogated the ins with the clinician programmer they got alerts that the time was 90 minutes off from the programmer and that the device time had been changed in the last 30 days. The date of the ins was checked and showed to be set to september. The caller corrected the date on the controller. Additional information was received from the manufacturer representative on (B)(6) 2019, reporting that the programmer was going to 0. The manufacturer representative interrogated the battery and it was at 0. The battery was removed and there were 2 charge boosts performed that seemed to correct the issue. These 2, 10 minute charge boost sessions were performed and the date was corrected after which it seemed to hold its intensity. The issue resolved with customer service assistance and health care provider (hcp) was not notified or involved in actions taken to resolve. No further complications were reported.